Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a single lumen catheter and a clamp. Therefore, the investigation is inconclusive for the reported catheter obstruction issue as no clear evidence of the reported obstruction was provided in the photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2026), g3, h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter was allegedly obstructed. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter was allegedly obstructed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for evaluation and one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A c-shape split was noted on the inner lumen and a leak was observed from the catheter body area. The photo shows a single lumen catheter and a clamp. Therefore, the investigation is inconclusive for the reported catheter obstruction issue as the exact circumstance at the time of the event reported cannot be reproduced in laboratory. However the investigation is confirmed for the identified burst issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometimes post a chronic catheter placement, the catheter was allegedly obstructed. There was no reported patient injury.